Event description:
A malfunction was reported by the customer, identified as malfunction code 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to call back if any issues reoccur.